Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain relevant information which was provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 4-nov-2018 and installed at the customer's facility on 20-jan-2019. A lumenis service engineer visited the site three (3) days after the reported event and examined the laser system. Upon arrival, the engineer confirmed that the system could not be started. The engineer found the issue to be "damaged wall plug", resulting in no power to the unit". The engineer replaced the plug and resolved the issue. In addition, he found pit on the frm and replaced a mirror, aligned and calibrated the system. Found coolant to be just below minimum and topped that off. Performed pm and the system was then found to have met manufacturer specifications and ready for use. A two-year historical review of similar complaints revealed that the same malfunction of "plug failure" has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. Lumenis suspects that the spark at the wall plug, could be due to an "operational context having caused or contributed to the event"; lumenis believes the problem was related to the operator's technique or use environment that most likely caused the plug to be damaged. A review of system risk files ((B)(4)) revealed risk #(B)(4) " which have the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. Though the procedure was successfully completed with an alternate method, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis is closing this complaint to trending, and will continue to monitor per global complaint handling procedure ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a stone procedure in which a lumenis pulse 120h was being utilized, a power surge occurred, which cause a "pop" in the system and spark at the wall plug. At that time, the stone was already fragmented and the case was completed by a basket retrieval to successfully complete the stone removal. No report of patient injury was received, nor any report that the malfunction caused or contributed to any change in the patient's status.